Manufacturer narrative:
As reported, there was a pin hole in the balloon of a 5f mynx control vascular closure device (vcd) that was discovered while testing the device pre-insertion. Manual pressure was done, and patient recovered. There was no reported patient injury. The device was stored as per labeling and opened in sterile filed. The operator was trained to the mynx device. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The device was used in the common femoral artery. The level of calcification was mild. The stick location was the common femoral artery. The device was stored and handled per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no reported difficulty removing the product from the packaging. The integrity of the sterile pouch was not compromised. There were no kinks noted on the device prior to use. The mynx vcd was prepped according to instructions for use (IFU). The device storage temperature did not exceed 25 °c. Hemostasis was achieved by manual compression for 20 minutes. The patient's hospitalization was not extended as a result of the event. The product was not returned for analysis. A product history record (phr) review of lot f2014902 revealed no anomalies or non-conformances during the manufacturing, and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported event as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the product history record (phr) review, nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, there was a pin hole in the balloon of a 5f mynx control vascular closure device (vcd) that was discovered while testing the device pre-insertion. Manual pressure was done, and patient recovered. There was no reported patient injury. The device was stored as per labeling and opened in sterile filed. The operator was trained to the mynx device. The femoral artery¿s suitability was verified on angiography, or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The device was used in the common femoral artery. The level of calcification is mild. The stick location was the common femoral artery. The device was stored, and handled, per the instructions, for use (IFU). There were no visible signs of device/package damage prior to use. There was no reported difficulty removing the product from the packaging. The integrity of the sterile pouch was not compromised. There were no kinks noted on the device prior to use. The mynx vcd was prepped according to instructions for use (IFU). The device storage temperature did not exceeded 25 °c. Hemostasis was achieved by manual compression for 20 minutes. The patient's hospitalization was not extended as a result of the event. The device is not available for evaluation.